Manufacturer narrative:
This report is filed may 26, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to an infection.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).